Event description:
During a bilateral 3 level lumbar procedure, the probe would not go through the hub of the needle. Troubleshooting was unsuccessful. As a result, the lesion could not be done and the rest of the procedure was cancelled. The pt had been given local anesthetic and versed. One side was able to be completed during the original procedure, and the rescheduled portion of the case has since been successfully completed. There was no adverse consequence reported as a result of this malfunction.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.